Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer via the manufacturer representative reported that the implantable neurostimulator (ins) was overdischarged. Environmental/external/patient factors that may have led or contributed to the ins overdischarge included noncompliance secondary to the resolution of pain 2 years ago. It was further reported that the patient¿s pain returned recently and the patient was unable to recharge the ins. Diagnostic testing or troubleshooting were not performed, and no interventions/actions were taken to resolve the issue at the initial time of report. The issue was not resolved at the initial time of report, and the patient¿s status was alive with no injury. They planned to meet next friday ((B)(6) 2016) to attempt physician mode recharge (pmr). Additional information received from the manufacturer representative on (B)(6) 2016 reported that the patient met with the manufacturer representative, multiple pmrs were attempted, and they could not get the device back. It was further reported that the healthcare professional decided to replace the ins. The patient¿s indications for use included post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.